Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a damaged pip connector was found. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus a "broken pin to pit." The problem, as reported to olympus, was identified during maintenance. There was no patient injury, associated with the problem, reported to olympus.